Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: po# (B)(4), lot #24271fg2, pn 250-070-500 per rep, "this account has called multiple times over the past few weeks about leaking, discolored fluid, smoking, and self-firing handpieces." Update: these were all separate incidents. The leaking units had discolored fluids that leaked as well as discolored fluids when fired. These were the only ones that happened more than once. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.